Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The investigation has been completed. Based on the analysis, the alleged alarm 29 issue was verified and the alleged cgm error could not be verified. However, a different issue was identified.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. Reportedly, the cartridges were being reused. Tandem technical support educated customer regarding cartridge labeling. Additionally, the customer received a continuous glucose monitor error 42. The pump was reset to resolve the reported issue. Customer's blood glucose level was 200 mg/dl. The customer continued using the pump for insulin therapy.